Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio replaced the system pcb assembly and observed proper device operating through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not power on as the customer was going to use it on a pt for an aircraft transport from ER. The device would not turn on with charged full capacity batteries. The medics were able to successfully use a second lifepak 12 defibrillator for the transport. The pediatric pt was alert and with no neurological problems when the device issue occurred. Therefore, the device use had no adverse effect on the pt.